Event description:
Consumer reported complaint for low blood glucose test results. Customer is using true metrix test strips with the true result meter. The customer is concerned with test results from results obtained of 23, 26 and 30 mg/dl. The customer¿s expected am fasting blood glucose test result range is 75-112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 03/31/2024 and open vial date is one month prior to call. The meter memory was reviewed for previous test result history: result 1: 23 mg/dl date: (B)(6) 2023 time: 1:42pm fasting. Result 2: 26 mg/dl date: (B)(6) 2023 time: 10:20am fasting. Result 3: 30 mg/dl date: (B)(6) 2023 time:8:45am fasting. Result 4: 125 mg/dl date: (B)(6) 2023 time 9:45am fasting. Result 5: 112 mg/dl date: (B)(6) 2023 time:10:15am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were returned - incorrect test strips for meter, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 12-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were returned - incorrect test strips for meter, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.